Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "device rupture."

Event description:
Patient reported "device rupture" confirmed via ultrasound and "leaking". Later patient reported "I'm in a lot of pain", "severe chest pain and breathing pain", "the situation is very stressful for me, both physically and mentally. Since I have developed an anxiety disorder", "intracapsular implant rupture" confirmed via ultrasound. This record is for right side. Device remains implanted.

Event description:
Patient reported "device rupture" confirmed via ultrasound and "leaking". Later patient reported "I'm in a lot of pain", "severe chest pain and breathing pain", "the situation is very stressful for me, both physically and mentally. Since I have developed an anxiety disorder", "intracapsular implant rupture" confirmed via ultrasound. Later patient reported "intracapsular prosthesis rupture", "pain", "fatigue, headaches, pain radiating into the arms, tingling paresthesia in the right hand, rib pain, hip pain, lower abdominal pain, lumbago", "capsular fibrosis, moderately to abundantly silicone residues with moderately marked foreign body reaction, granand "suspected bii" (breast implant illness). Later healthcare professional reported "intracapsular implant rupture" and "capsular contracture baker grade ii". This record is for left side. Device was explanted and is available for return. This record is for right side. Device was explanted and is available for return.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Patient reported "device rupture" confirmed via ultrasound and "leaking". Later patient reported "I'm in a lot of pain", "severe chest pain and breathing pain", "the situation is very stressful for me, both physically and mentally. Since I have developed an anxiety disorder", "intracapsular implant rupture" confirmed via ultrasound. Later patient reported "intracapsular prosthesis rupture", "pain", "fatigue, headaches, pain radiating into the arms, tingling paresthesia in the right hand, rib pain, hip pain, lower abdominal pain, lumbago", "capsular fibrosis, moderately to abundantly silicone residues with moderately marked foreign body reaction, granulomatous inflammation. Inflammation-free muscle and inflammation-free fat tissue" and "suspected bii" (breast implant illness). Later healthcare professional reported "intracapsular implant rupture" and "capsular contracture baker grade ii". This record is for left side. Device was explanted and is available for return. This record is for right side. Device was explanted and is available for return.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. ¿ headache: unable to observe through visual inspection as it is a physiological phenomenon. ¿ paresthesia : unable to observe through visual inspection as it is a physiological phenomenon. ¿ other - medical : unable to observe through visual inspection as it is a physiological phenomenon. ¿ anxiety - product/ procedure: unable to observe through visual inspection as it is a physiological phenomenon. ¿ pain: unable to observe through visual inspection as it is a physiological phenomenon. ¿ fatigue: unable to observe through visual inspection as it is a physiological phenomenon. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ lymphadenopathy: unable to observe through visual inspection as it is a physiological phenomenon. No additional observations performed on the device. No further actions are required.

Event description:
Patient reported "device rupture" confirmed via ultrasound and "leaking". Later patient reported "I'm in a lot of pain", "severe chest pain and breathing pain", "the situation is very stressful for me, both physically and mentally. Since I have developed an anxiety disorder", "intracapsular implant rupture" confirmed via ultrasound. Later patient reported "intracapsular prosthesis rupture", "pain", "fatigue, headaches, pain radiating into the arms, tingling paresthesia in the right hand, rib pain, hip pain, lower abdominal pain, lumbago", "capsular fibrosis, moderately to abundantly silicone residues with moderately marked foreign body reaction, granulomatous inflammation. Inflammation-free muscle and inflammation-free fat tissue" and "suspected bii" (breast implant illness). This record is for right side. Device was explanted and is available for return.

Manufacturer narrative:
Clarification to d6a. Implant date: 2004 was reported. Additional, changed, and/or corrected data: a2, a4, a5, a6, b3, b5, b6, d4, d6b, g2, h3, h6.